Manufacturer narrative:
As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states that the stent was implanted for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. Dysphagia is also listed as a post stent placement complication in the dfu. As the device was not used in accordance with the dfu, this investigation will be assigned the most probable root cause of user/use error.

Manufacturer narrative:
The complainant was unable to provide the device model number, catalog number and lot number. Therefore, the manufacture and expiration dates are unk. The complainant indicated that the device was discarded and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: boston scientific corp became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corp on sept 24, 2009 that a ultraflex partially covered esophageal stent was used during an esophageal partially covered ultraflex stent procedure performed in 2005. The stent was placed to facilitate healing of a leak (fistula) following bariatric surgery. According to the complainant, six months later, six months after the ultraflex placement, symptoms of dysphagia were reported and rupture of the ultraflex coating was found. It was reported as related to stent and procedure and of moderate severity. A polyflex stent was placed inside the ultraflex stent, which resolved the dysphagia without sequelae. The ultraflex and polyflex stents were removed together, endoscopically, the following month, as originally planned, and it was noted that the fistula had healed. The fistula was re-confirmed as healed in 2006.

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on (B) (6) 2009 that a ultraflex partially covered esophageal stent was used during an esophageal partially covered ultraflex stent procedure performed on (B) (6) 2005 (female patient). The stent was placed to facilitate healing of a leak (fistula) following bariatric surgery. According to the complainant, on (B) (6) 2005, six months after the ultraflex placement, symptoms of dysphagia were reported and rupture of the ultraflex coating was found. It was reported as related to stent and procedure and of moderate severity. A polyflex stent was placed inside the ultraflex stent, which resolved the dysphagia without sequelae. The ultraflex and polyflex stents were removed together, endoscopically, on (B) (6) 2005 as originally planned, and it was noted that the fistula had healed. The fistula was re-confirmed as healed on (B) (6) 2006. Since the initial MDR was filed, additional information has been received. It was reported that no pictures of the event are available and the device was not used past the expiration date. Since the initial MDR was filed, the investigation into this complaint has been closed.